Event description:
While removing the drain postoperatively, the drain broke with a retained portion left in the pt. The retained piece was removed via a surgical procedure.

Manufacturer narrative:
The drain had been placed intraoperatively during an elective procedure. As the surgical resident was removing the drain it broke and a piece was retained inside the pt. The drain was reported to be functioning well prior to removal. There was no report of resistance being met as it was removed. The sample was not retained for evaluation. The length of the retained piece is not known. The fractured ends were reported to be jagged and not straight. The retained piece was removed surgically. The pt suffered no additional complications as a result of this incident. The facility reported they have used this product for some time and have not had similar issues prior to or since this incident. The facility conducted an internal investigation and did not identify a root cause and could not determine if user error played a role in the incident. At this time a root cause has not been determined. Due to the report of a jagged break in the drain, it is quite possible that the break was the result of mechanical damage caused by a sharp object. No corrective action is indicated.